Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, the atrial pacing lead was beyond the expected upper range, the impedance on the atrial pacing lead was beyond the expected lower range, the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range, and oversensing due to emi (electromagnetic interference)/noise. Av pace lead impedance was 114 ohms on (B)(6) 2015. Av pace lead impedance was 4047 ohms on (B)(6) 2015. Evidence of oversensing observed on episode #108 rv pace lead impedance was 4047 ohms on (B)(6) 2015. Rv pace lead impedance was 57 ohms on (B)(6) 2015. (B)(4).

Event description:
It was reported that the device had reached elective replacement indicator (eri) and there was noise and low impedance on both channel of the device. During the implantable cardioverter defibrillator (ICD) replacement procedure the leads were tested with the analyzer and all the electrical parameters were in the correct range. The doctor suspects device failure because during the patient's (B)(6) follow up visit, the battery voltage was greater than 3v. The device was explanted and replaced. No patient complications have been reported as a result of this event.